Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly left ventricular (lv) lead exhibited non-capture. Fluoroscopic imaging indicated the lv lead had pulled back from the coronary sinus branch position. Subsequently was explanted and replaced. No additional adverse patient effects were reported. This lead was discarded after explant, thus will not be returned for analysis.